Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was unknown. The customer was able to clear the alarm and rewind the insulin pump. Customer had previously called to report power error detected alarm and the issue recurred within one week of previous occurrence. Troubleshooting was performed for power error detected alarm. The insulin pump passed the self test. The customer was advised to monitor the insulin pump. The insulin pump will be returned for the analysis.